Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 32 mg/dl at the time of incident and current blood glucose level was 128 mg/dl and 172 mg/dl. It was also reported that the insulin pump was not transitioning to auto mode. Customer declined to trouble shoot for low blood glucose. The insulin pump will not be returned for analysis.